Event description:
The customer reported an infus-or pump was administering propofol, dosage unknown, to a female patient during a surgical procedure. In the middle of the procedure, the pump stopped infusing medication and alarmed. The customer does not know what alarm code was displayed. The anesthesiologist replaced pump and patient's surgical procedure continued. No patient injury or medical intervention was reported.

Event description:
The customer observed increased frequency of architect i2000sr analyzer error code 1007 (unable to process test, activated read failure) within the last week, when reaction vessel (rv) lots 69008p100 or 69060p100 were in use. The customer states the frequency as 2 out of 50 specimens tested. The customer checked the analyzer trigger and pretrigger and no issue was detected. The customer was sent a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.